Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the lots and ster. Numbers involved was conducted. No pre-existing anomalies were identified among the devices manufactured within the same lots and ster numbers. This is the only complaint registered with these lots. A final MDR will be submitted upon completion of the investigation.

Event description:
Total smr reverse revision surgery performed on (B)(6) 2026 due to infection. Surgeon made incision and debrided and collected tissue samples, then proceeded to dislocate shoulder and begin removing implants (while collecting further tissue samples). Surgeon removed with the liner, then humeral body followed by the glenosphere, baseplate, screws and peg and finished by removing the stem. The surgeon then closed up the wound and re gowned into fresh operating attire, re draped the patient to limit the risk of cross contamination post removal of infected implants and proceeded to implant a cement spacer with antibiotics. Previous surgery was performed on (B)(6) 2020. The explanted components included: smr cementless finned stem (product code 1304.15.180, lot n. 1917922, ster. N. 2000019). Smr reverse humeral body (product code 1352.20.010, lot n. 2004533, ster. N. 2000167). Smr reverse hp glenosph. 44 mm (product code 1374.50.440, lot n. 2002433, ster. N. 2000089). Smr glenoid peg tt small-r #l (product code 1375.14.653, lot n. 1916846, ster. N. 1900433). Smr glenoid baseplate small-r (product code 1375.15.605, lot n. 2005687, ster. N. 2000213). Bone screw ø6,5 h.30mm (product code 8420.15.030, lot n. 2006404, ster. N. 2000209). Bone screw ø6,5 h.40mm (product code 8420.15.050, lot n. 1913765, ster. N. 1900326). Smr connector small r (product code 1374.15.305, lot n. 2006971, ster. N. 2000199). Patient is male, 67 years old. Event happened in australia.